Event description:
It was reported that the 7900 system had loss of image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.